Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a variable-angle locking compression plate (va-lcp) lateral anterior clavicle plate was applied for clavicle fracture on (B)(6) 2015. Before inserting the plate, the surgeon bent and contoured the plate close to the middle two holes using the plate-bending press. He then proceeded with the surgery per the technical guide. It was found that the reported two locking screws could not be tightened in the middle two holes of the plate and went deeply in the bone. Therefore, the surgeon extracted the reported two screws up to the surface of the plate. Also he eventually decided not to tighten the va locking screw to prevent the penetration of the locking screw through the plate and completed the surgery. No surgical delay was reported. No adverse consequences were reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Expiration date: september 2022. Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4). Sterile part mfg date: 25 september 2012. Part exp. Date: september 2022. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti va-lcp anterior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.